Event description:
The customer reported via phone call that they had a keypad anomaly on the insulin pump. Customer received a new pump in january and stated that they keep having issues with the pump. Customer stated that her blood glucose keeps running high and the buttons are not responding when she pushes them. Customer stated that the act button is very hard to push and has to be pushed repeatedly to get a response. Customer was offered troubleshooting for their high blood glucose, but they wanted to meet with their doctor first. Customer mentioned that they also see gaps in the tubing. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. No damage or moisture damage on the keypad assembly and no unlocked lcd keypad connector. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has a cracked case at the display window corners.